Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a hip arthroscopy procedure, the motor drive unit hand cntrl pwrmx el stalled. The procedure was completed with a backup device with no delay nor patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.